Manufacturer narrative:
E1: patient city: (B)(6) patient country: marousi. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4) event occurred in greece it was reported that patient faced infusion set tubing detachment event on (B)(6) 2025 since the infusion set tubing was came apart. The site of detachment was at the tubing connector. The infusion set was in use for one day. The insertion site was right abdomen. The patient replaced the infusion set and resumed insulin deliveries successfully. No additional information available.